Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the handle being hot. A visual inspection was performed and showed the probe has been used in the field. The distal tip shows to have severe peeling of the insulation. This damage is caused by using the probe for an extended amount of time. No manufacturing related defects were observed. No further investigation is required. (B)(4).

Event description:
It was reported that during a sub-acromial decompression procedure using probe saphyre 90deg high profile device the probe became hot after using it for about one hour. The default setting was used when the incident occurred. The probe was used for about 30 minutes and then switched to a high profile probe to cut soft tissue. The surgeon stopped using the probe and switched to a shaver to debride the synovium. The surgeon resumed using the probe which became hot soon after reactivating. It was reported that the amount of tissue cut/debrided during the procedure was twice as much as a typical asd. It is unknown if there was a procedural delay. The procedure was completed with the complaint probe and shaver. This incident did not result in any patient injury or complications.